Event description:
It was reported to manufacturer in an article reviewed, that a vns pt in the study had to be re-operated due to complications from surgery (assuming implant surgery) due to an unspecified lead problem. Attempts have been made with the physician to obtain additional info, but have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.